Manufacturer narrative:
Additional information: date returned to mfg: 10/31/19. Costumer's complaint of failure to detect air in line and audible alarm was not confirmed nor able to duplicate it. Device passed self test and audible alarm loudness test. Protocol of rate of 400 ml/hrx100 ml infused was ran in both a and b lines. Device passed protocol.

Manufacturer narrative:
The device is available for evaluation, it has not been received.

Event description:
The customer reported that a plum 360 pump did not alarm with air in line. It was further described that air was down to 2-3" of patient's port and only noticed when the volume to be infused complete alarmed and the nurse went to check the pump. The pump was set to run a secondary line as a piggyback and then flush saline after infusion. There was patient involvement but no adverse event or delay in critical therapy.